Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leak where the tubing goes into the bag of a disconnect y-set. There was no other damage associated with the packaging or the box. The patient stated they clamped off the affected unit and used another drain bag to complete drain. There was no patient injury or medical intervention associated with this event. No additional information is available.